Manufacturer narrative:
.

Event description:
It was reported that during an office appointment high impedance was observed. X-rays were taken and received by the manufacturer. A review of the x-rays found that due to the poor quality of the images most of the lead could not be assessed. Therefore a potential lead fracture could not be ruled out in this portion of the lead. The lead portion that could be evaluated did not have any obvious lead fractures. Additionally due to the poor image quality and angle of the generator the adequacy of the insertion of the pin could not be determined. It was later reported that the generator was turned off due to the patient experiencing pain in her chest. The patient was then referred for a lead and generator replacement. No surgical interventions are known to have occurred to date.

Event description:
It was reported that the patient underwent lead and generator replacement surgery. The coordinator of explanted products at the hospital did not know the location of the explanted lead and generator and the explanted products have not been received to date. Additionally, it was reported that the high impedance was first observed sooner than previously reported.